Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter in two (2) pieces. The balloon was tightly folded with contrast and blood between the balloon folds. Microscopic examination presented no damage or irregularities to the balloon. Microscopic examination revealed that the distal tip was damaged. Microscopic examination and tactile inspection revealed numerous kinks in the shaft. Microscopic examination revealed numerous kinks throughout the hypotube and a complete hypotube separation 75.5 cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities with the bi-component weld / bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm emerge¿ balloon catheter was selected for use to dilate the target lesion. However, upon introducing the device through the guide wire, the balloon shaft broke prior to entering the patient's body. No patient complications were reported.